Event description:
On 2/29/92 dynaflex device was implanted, surgical details not indicated. On 9/3/97 the dynaflex device was removed from the pt and a malleable device implanted, reason not indicated. Ams has requested add'l info.